Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. (Additional contact info:(B)(6). A getinge field service engineer (fse) disassemble device so that bio-med could clean the contaminated parts from a blood spill. After bio-med cleaned the device, fse reassembled and tested device. Fse verified unit calibrated and passes all functional and safety tests per factory specifications. The reported problem was not duplicated or verified. Product passed all functional/safety testing and unit returned to customer.

Event description:
N/a.

Event description:
It was reported that during setup for patient hook up, the cardiosave intra-aortic balloon pump (iabp) unit had blood in port. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.